Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that the large volume pump (lvp) module had a channel failure after starting the fluids on (B)(6) 2024 at 2006. The lvp was programmed, had alarm for "occlusion patient side," then the rn ensured line was patent and hit restart on lvp. The lvp then had channel failure alarm. Per the programming log, it appears that they were programming this infusion as an IV fluid bolus @ 172 ml/hr. There was patient involvement but no harm.